Event description:
Add'l info received from MFR on 11/24/99: the ICD was implanted in 1999. The pt had developed an ICD pocket site hematoma within 24 hrs of implant. The hematoma was evacuated at that time. Further investigation determined that the pt has fully recovered. There have been no further complaints regarding this ICD, which remains in svc.